Manufacturer narrative:
Pump monitored for several days and no blank display noted. Pump received with normal operating currents. No damage found on the c13/lcd isolation tape noted. Pump passed self-test and passed off no power test. Pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test. Pump received with cracked case at the display window corner, minor scratched lcd window and cracked reservoir tube lip.

Event description:
Customer called to report that the insulin pump has a blank display after battery change. Customer's blood glucose reading was 300 mg/dl. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being returned and replaced.